Manufacturer narrative:
Block h6: imdrf device code a150203 captures the reportable event of bands difficult to deploy. Investigation results: the complaint device was not returned. During the media inspection it was not possible to observe the reported issues due to picture quality and angle. It was unable to confirm the reported events of trip wire kinked and bands difficult to deploy. Based on the evidence, the reported event of device user preference issue is confirmed. It was confirmed this device met manufacturing specifications prior to distribution, and there were no manufacturing deviations that could have contributed to the reported event. Based on the event description, information and picture provided by the customer there is not enough evidence to determine whether the issue was induced due to the technique of the physician during the procedure or were related to a device malfunction. Without proper evaluation of the device, it remains unknown the causes that contributed to the event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a hemostasis in esophagus procedure performed on (B)(6) 2026. It was reported that after the installation of the device, a white thread was observed in the center of the endoscope. Additionally, there was a sensation of resistance when firing the device. And after removal, the trip wire was found to be deformed. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.